Manufacturer narrative:
Result of investigation: the root cause of the issue was the defective pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block. Multiple sensor failure visible on adc. Pres mushroom sensor, dp flow prox and life board temperature is 55 degree celsius. As resolution advised the customer to perform a calibration first. If that does not help to replace the life block.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logfiles has been sent and analysed by technical support. The customer were advised to do calibration first and if the issue still persists it was recommmended to replace the life block. No root cause has been determined yet because the investigation is still on going.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 us has press pat prox & press mushroom out of range 35.47m bar & - 50.16mbar. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.